Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose reading of 149 mg/dl on the reported meter and a reading of 93 mg/dl on another meter within 30 minutes of each other. No information was provided about test strips or testing technique. The patient did not report experiencing any symptoms or medical attention. As the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Test strip lot # not provided.